Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the clinic the previous week experiencing lightheadedness. Upon interrogation, the right ventricular lead exhibited noise. On (B)(6) 2016 the asymptomatic patient presented to the hospital for a lead replacement. The lead was successfully capped and replaced. The patient was in good condition post surgery and would continue to be monitored.